Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
A report of microbial keratitis associated with contact lens wear was received from an optometrist. The consumer was seen on (B)(6) 2014 and diagnosed with sterile keratitis. Treatment prescribed was artificial tears four times a day in both eyes, and to temporarily discontinue lens wear. One week later, the consumer was seen for a f/u and the left eye was clear, but the right eye was not. Ofloxacin was prescribed for use four times a day in both eyes. A f/u visit on (B)(6) 2014 reports that the incident reoccurred in both eyes. Artificial tears were prescribed for use three times per day for one week, with no lens wear. On (B)(6) 2014 the left eye was clear, but the right eye had a trace of superficial punctuate staining (spk). The consumer was permitted to resume lens wear for one week and to return for another f/u in a week. Consumer returned for f/u on (B)(6) 2014 and was experiencing pain and discharge in the left eye, which began on (B)(6) 2014, the spk was noted to be worse in the right eye. Besifloxacin was prescribed for treatment; however, the consumer used ofloxacin three times per day instead, although the eye care professional (ecp) recommended using it four times a day. Upon examination on (B)(6) 2014, spk was worse in both eyes, and noted to be approaching a marginal ulcer. On (B)(6) 2014, the consumer was found to have redness, corneal opacity, and diffuse spk in both eyes. Three sterile ulcers measuring 0.5mm were noted inside the limbus, with staining identified at locations of 1,2, and 7 o'clock. Three peripheral infiltrates were also identified, measuring 0.5mm. Treatment prescribed was ofloxacin and artificial tears, and the consumer was instructed to discard all cosmetics older than six months, and to return in two weeks. Additional info has been requested but not received.